Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 336 mg/dl. The pod was worn between 5 and 24 hours on the arm. It was noted that the needle was still exposed and did not retract. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received partially deployed. The exposed portion of the soft cannula was not observed past the bottom housing. However, the hard cannula was exposed past the bottom housing. Upon removal of the top housing the device was in the fully deployed position. The download data showed that the device delivered 1274 pulses before being deactivated by the user. No alarms, timeouts, or drive stalls were observed in the download data. Upon removal of the top housing the exposed portion of the soft cannula was observed to be stuck in the eseal. The soft cannula was punctured by the formed needle below the distal tip and cross drill, indicating that the soft cannula had been incorrectly installed onto the formed needle as the distal tip of the soft cannula should be below the tip of the formed needle after installation. This resulted in the soft cannula folding during installation of the chassis subassembly into the bottom housing. The distal tip of the soft cannula was not observed to be scrunched or other wise damaged, indicating that the tip of the soft cannula did not deploy into the eseal. Inspection of the hard cannula found the portion that was not exposed was bent. It could not be determined when or how this damage occurred. Due to the cannula being caught in the eseal, the unexposed portion of the soft cannula was scrunched up. The friction caused by the bending of the soft cannula contributed to the needle mechanism failing to full deploy. The bottom housing and eseal were investigated and no damages were observed. No other damages or deficiencies were observed during the investigation.